Event description:
As per the bsc japan rep, upon the imaging of post stenting of left anterior descending apical, the catheter tip got stuck on the edge of stent. The physician's attempt for removal of catheter by pulling on it caused the tip of catheter to break and remain in the pt. Pt was taken to surgery and the tip portion was removed. There were no complications and the pt's condition is good.